Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that multiple handpieces failed to phacoemulsify when in the patient's eye during a surgical procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the issue was resolved by educating the staff on proper settings and use. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 18, 2014. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event can be attributed to the customer not understanding how to use a particular user setting. The system was found to meet specifications. (B)(4).